Manufacturer narrative:
Since device was initially used, part will not be returned.

Event description:
A medtronic rep reported after the site opened a shunt kit, it would not track. The surgeon opened an add'l kit and was able to track successfully. No impact on pt outcome was reported.